Event description:
It was reported that an ilet user experienced hyperglycemia, with the ilet displaying high and a confirmatory fingerstick of 386 mg/dl, about 15 minutes after a supply change; the user checked for leaks or kinks and reported none, had last eaten four hours prior with a meal announcement, and corrections were being delivered by the system. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention beyond routine troubleshooting and no hospitalization. Investigation included case review, user interview, and device-use troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component issue and no evidence of infusion set leakage or occlusion based on user report, with the event consistent with hyperglycemia of unclear cause while the system was delivering corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.